Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (b)6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the reported loss of connection event could not be determined. A probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and passed. A final functional test was performed and passed. A pairing test was performed and passed. The data file was reviewed and the reported customer allegation was not found.